Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible.

Event description:
Patient reported, left side device rupture. With silicone leakage and a "large lymph node, 4cm in size. Developed in the armpit". Pathology report noted, "vacuolization and foreign body reaction". The device has been explanted.

Event description:
Patient reported left side device rupture with silicone leakage and a "large lymph node, 4cm in size, developed in the armpit". Pathology report noted "vacuolization and foreign body reaction." The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11may2024.

Event description:
Patient reported left side device rupture with silicone leakage and a "large lymph node, 4cm in size, developed in the armpit". Pathology report noted "vacuolization and foreign body reaction." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "lymphadenopathy" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, migration, lymphadenopathy, and granuloma.